Event description:
It was reported that the patient received an alert for high hv lead impedance in the svc coil. The device was programmed rv-can and dft testing was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.